Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment some limbs were allegedly crossed and did not fully expand with additional manipulation. The filter was captured and retrieved successfully, and another filter was deployed without incident. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. All 6 arms and 6 legs were present and intact. All limbs were uncrossed. No anomalies were noted to the filter. Dimensional evaluation: all measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned for evaluation. Images and medical records were not provided for review. Upon return the filter had no crossed limbs. Therefore, the investigation is inconclusive for the alleged failure to expand of the filter limbs, as the returned device was fully expanded and the original configuration is unknown as the filter was retrieved and no images of deployment have been provided. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment some limbs were allegedly crossed and did not fully expand with additional manipulation. The filter was captured and retrieved successfully, and another filter was deployed without incident. There was no reported impact or consequence to the patient.